Event description:
During an anterior spinal fusion l4-l5, l5-s1, the bone dowel fractured. A second bone dowel was placed that also fractured in half, leaving the deep half firmly imbedded. Both dowels were firmly fixed and solid. The pt did well postoperatively.